Manufacturer narrative:
(B)(4). Additional suspect medical device component involved in the event: model #: sc-1132 serial #: (B)(4) description: precision spectra implantable pulse generator.

Event description:
A report was received that the patient felt an anchor on the back that was protruding, felt it through the skin and it was hurting. It was noted that there was no actual break in the skin, it was just a bump. The patient stated that ever since then, everything stopped working. It was also reported that the patient was having migraines recently and was in the hospital because of it but there has not been a determination that the ipg was the cause. The patient will undergo a revision or an explant procedure.

Manufacturer narrative:
Additional information was received that the patient underwent an explant procedure. The physician believed that the patient's migraines was not device related. No device malfunction was suspected. Additional suspect medical device components involved in the event: model#: sc-2218-50, serial#: (B)(4), description: linear st lead, 50cm. The explanted devices were not returned to bsn.

Event description:
A report was received that the patient felt an anchor on the back that was protruding, felt it through the skin and it was hurting. It was noted that there was no actual break in the skin, it was just a bump. The patient stated that ever since then, everything stopped working. It was also reported that the patient was having migraines recently and was in the hospital because of it but there has not been a determination that the ipg was the cause. The patient will undergo a revision or an explant procedure.

Manufacturer narrative:
Additional information was received that the patient will undergo an explant procedure.

Event description:
A report was received that the patient felt an anchor on the back that was protruding, felt it through the skin and it was hurting. It was noted that there was no actual break in the skin, it was just a bump. The patient stated that ever since then, everything stopped working. It was also reported that the patient was having migraines recently and was in the hospital because of it but there has not been a determination that the ipg was the cause. The patient will undergo a revision or an explant procedure.